Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2 way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngkn1919. Visual inspection noted that the balloon was partially deflated prior to the start of the evaluation. Deflated balloon passively using the returned syringe with no cuffing noted. Inflated balloon with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 45 seconds and there was cuffing noted on the balloon. The catheter balloon was deflated within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from foley catheter during pre test. Per the notification received from the investigator on 10 feb2026, it was reported that cuffing had been noted on the foley catheter balloon. This was found during the sample evaluation conducted on 23dec2025.

Event description:
It was reported that sterile water did not drain from foley catheter during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.